Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 318 mg/dl at the time of incident. Customer treated their blood glucose with the insulin pump. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting found the customer did have air bubbles and attempted to remove the air bubbles. The customer was also unable to perform a high pressure test during troubleshooting. Customer's blood glucose was 154 mg/dl at the time of the call. The customer declined to return the product for analysis.